Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that an altitude alarm occurred. The customer reloaded the cartridge to resolve the issue. The customer's blood glucose was 200 mg/dl.